Event description:
It was reported by the sales rep that the hand piece was leaking during cleaning and they were unable to clean the hand piece. There were no reports of any adverse patient event associated with this malfunction.

Manufacturer narrative:
On june 25, 2009, the hand piece involved in the reported event was evaluated. During the evaluation, the technician noticed that the two o-rings were damaged. A leak test was performed to confirm the leak from the o-rings by the technician. The hand piece was repaired and returned to the customer.